Manufacturer narrative:
Considering the surgical methodology, it was seen that the dentist hasused less drills than recommended to perform the implant installation.the investigation of the complaint was carried out considering theanalysis of the information given by the dentist in the guarantee form,visual conference of the product returned by the dentist and theevaluation of relevant production records.

Event description:
(B)(4)- the dentist reported that 4 months and 23 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, the patient presented insufficient bone quality/quantity (bone type IV).